Manufacturer narrative:
Results: the returned device was kinked approximately 27.0 cm from the hub. It was fractured approximately 122.0 cm from the hub. The device was stretched along it distal shaft starting approximately 105.0 cm from the hub to the distal end of the catheter. The ace68 was fractured; therefore, functional test was not performed. Conclusions: evaluation of the returned ace68 revealed a fractured device with stretching on its distal shaft. This damage is typically a result of forcefully retracting the device against resistance. The reported tortuous patient anatomy likely contributed to the difficulty retracting the device. The tortuosity may also contribute to the ace68 becoming pinned either within patient anatomy or with an interaction with other devices being used. Further evaluation revealed a kink on the proximal shaft. This damage was likely incidental to the reported complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 68 kit (ace68). It was noted that the patient's anatomy was tortuous. During the procedure, while pulling the ace68 into a non-penumbra sheath after completion of a pass, the physician experienced resistance and subsequently, the ace68 broke in the mid-shaft area. The ace68 was then removed and the procedure was completed using a new ace68 and the same sheath. There was no report of an adverse effect to the patient.